Event description:
Pt has continued to experience painful swelling, diminished range of motion.

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrective and preventative actions are being managed via wwcapa (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.